Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, a steam pop occurred, and there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove 1000 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was required for observation purposes. Patient¿s outcome was fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was not performed during the case. The flow was set at 15cc/min. No error messages were observed on any biosense webster inc. Equipment. The force visualization features used included dashboard and vector. The parameters for stability used with the visitag module were 3 mm for 3 secs and tag size: 3. No additional filters were used. The color option used prospectively was time.